Manufacturer narrative:
Updated b5. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which confirmed that no misload was reported. Approximately an 8 minute procedural delayed occurred as a result of the infold. Patient anatomy was not a factor in the infold.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-29 (serial: (B)(6) ); product type: 0195-heart valves; implant date (B)(6) 2024; explant date (B)(6) 2024 product ID d-evolutfx-2329 (lot: 0012266591); product type: 0195-heart valves; implant date; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this 29 millimeter (mm) transcatheter bioprosthetic valve into a patient with an annulus measuring 81 mm, the valve was deployed and it was felt that the valve was too small as there was a gap at the left coronary cusp (lcc). The valve was recaptured and removed from the patient. A 34 mm valve was 80% deployed and an infold was noted. The valve was recaptured and removed from the patient. A new 34 mm valve was deployed successfully. No adverse patient effects were reported.

Manufacturer narrative:
Image review: intraprocedural fluoroscopic images were provided for review. Patient¿s executive summary was not provided for anatomical review; however, it is known that the patient¿s annular perimeter measured 81mm suggesting a 29mm evolut. Fluoro valve load inspection was performed and confirmed a good load. During the first deployment attempt, the valve dislodged aortic while still attached to the delivery catheter system. The valve was deployed a second time and just prior to the point of no recapture, depth assessment was performed. Depth appeared to be approximately 5mm on the non-coronary cusp in the cusp overlap view, and approximately 2mm on the left coronary cusp in the lao view. It was reported that the valve was not released because there was a concern the valve might have been too small. On fluoroscopy, the aortic root appears to be large, but it is not possible to validate that the first attempted valve was too small. It was documented that a 34mm evolut was prepped and loaded. Fluoro valve load inspection was performed and confirmed a good load. The 34mm evolut was deployed just prior to the point of no recapture and depth on the non-coronary cusp appeared to be approximately 0mm. As stated in the instructions for use (IFU), the recommended target depth is 3 mm relative to the valve a nnulus. If the implant depth is =1 mm or >5 mm, consider recapture. In this case, a recapture was warranted. There is evidence that the valve was recaptured and during the subsequent deployment an infold occurred. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. The infolded valve was removed and replaced. A new valve was prepped and confirmed a good load, and successfully implanted. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.